Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02apr2020.

Event description:
It was reported that the keyboard key was not responding during extended self-test (est). There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the keypad overlay and the problem was resolved. The ventilator successfully passed est after the repair was completed.